Manufacturer narrative:
Device evaluation: per visual inspection; downstream occlusion (dso) seal delaminated, upstream occlusion (uso) seal delaminated, battery compartment corrosion. The complaint was confirmed through visual inspection. Replaced the dso seal to correct the problem. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Further investigation found uso seal delaminated, clock battery defective, battery compartment corrosion and motor odo: 7936697. Replaced uso seal, printed wired assembly (pwa) board, battery compartment and motor. The device passed all functional testing after the repairs. Unit reset to standard configuration. No previous repair history related to the current complaint was noted for the last twelve (12) months.

Event description:
It was reported that the pump had a delaminated downstream occlusion (dso) sensor seal. Thre was no patient involvement.